Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6. Device not returned by facility.

Event description:
A report was received that the patient was having minimal pain relief and had all of the leads explanted. The physician reported that all of the impedances were good on all of the leads prior to the explant procedure. After the procedure, the patients therapy was regained.